Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.  No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing on multiple occasions. The customer's blood glucose level was not impacted. Reportedly, the customer was not removing the air from the cartridge prior to loading the cartridge. In addition, the customer was not using room temperature insulin. Reportedly, a new cartridge was successfully loaded, no air bubbles were observed, and insulin delivery was resumed.